Manufacturer narrative:
H6 health effect - impact code revised to f1903. H8 usage of device was erroneously selected on the initial manufacturer device report number.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
An impella cp device was inserted via the right femoral artery in a 59-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. While on support, the device functioned as intended at p-9, delivering 3.8 l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The nurse noted that pulses were not palpable in the impella leg, and hematuria was observed. The patient survived to explant. Limb ischemia and hematuria in this patient may have resulted from impaired distal perfusion and the severity of cardiogenic shock during impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.